Event description:
The customer reported that she was hospitalized due to high blood glucose levels and abdominal pain. The customer's blood glucose levels were over 455 mg/dl. The customer declined troubleshooting, and requested a replacement insulin pump. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.